Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic mid urethral sling placement, cystoscopic colpocleisis and dilation and curettage, two devices were used. Tips of the needle broke off on both device and were assumed left in patient. X-ray was done and neither tip were found. Patient is alive.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices.the visual inspection and functional evaluation of the samples had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic mid urethral sling placement, cystoscopic colpocleisis and dilation and curettage, two devices were used. Tips of the needle broke off on both device and were assumed left in patient. X-ray was done and neither tip were found. The running suturing technique was used. An additional new suture was used without issue. Patient is alive.